Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. When the unit was removed from the bag, the cause of the small leak inside the bag was found to be a slightly untightened red luer cap (non-baxter). The thread of the red luer cap was visibly exposed which indicated the cap was not properly closed. Therefore, the cause of leak inside the bag was potentially due to an use error by not properly closing the red luer cap. There was no evidence of a rupture from the bladder; the bladder was found to be completely intact. A functional leak test was performed by filling the unit with green colored water. After fill and prime, the red luer cap was securely connected. The sample was being monitored until the next day. The next day, no signs of leak were observed. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume folfusor broke during preparation. The device was filled with an unspecified cytotoxic solution. There was no patient involvement. No additional information is available.